Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that two days prior to the report the patient attempted to turn his stimulation up on the implantable neurostimulator (ins), and the "recharge your ins" screen was seen on the patient programmer. It was stated the ins was working wonderfully for the patient and that the settings had been adjusted as needed over the course of the month prior to the report. It was stated that this was the first time needing to recharge and the stimulation amplitude was "under 2." It was stated that the patient was having back pain and wanted to turn the ins on again during recharging. [Omitted information pertains to (B)(6).] Additional information received reported that the patient was trying to change from program a to program b and they were not able to make those changes. It was noted that the patient had program b on (B)(6) 2013, but after recharging, program b was not available. The patient was last in the doctor's office on (B)(6) 2013 and it was noted that after the appointment the patient "noticed that something was not right". When the patient got home the found that the battery was dead and the needed to recharge the ins. The last recharge was on (B)(6) 2013. It was stated that no one had showed the patient how to recharge her ins. [Omitted information pertains to (B)(6)]. Follow up information received from the healthcare professional (hcp) reported that the cause of the event was patient training and normal battery depletion of the implantable neurostimulator (ins). Retraining was performed on (B)(6) 2013. No hospitalization was required for the event and the patient outcome was reported as no injury.